Event description:
It was reported during a tka demo procedure, the handpiece faulty, it was not able to burr. The procedure was continued manually without any delays. No other complications were reported. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the reported problem. Connector strain relief is pulled down and the ground shielding wires are exposed and not connected. A functional evaluation was performed, which confirmed the reported problem. The handpiece passed calibration with a torque value of 20. When the strain relief is flexed the handpiece fails to connect. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 2 similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. C) was reviewed and it provides instructions on troubleshooting handpiece connection issues. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Per complaint details, there was a device malfunction (unable to burr) during a demo tka procedure. Per the field report form, the device was not being used with a patient during the event; however, the demo case was converted to a manual procedure. Per the product evaluation, the findings supported the complaint and also noted, ¿when the strain relief is flexed the hand-piece fails to connect¿. Based on the information provided, there was no patient involved in the navio and/or manual demo tka; therefore, no further medical assessment is warranted at this time. The root cause was found to be user error. No corrective actions have been initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual (500196 rev. C).